Event description:
It was reported that after firing the knife flipped back and safety lockout engaged. No harm to patient.

Manufacturer narrative:
(B)(4). Batch #: v95x0a. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 5/20/2022 d4: batch # 366a80 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one long60a device was returned with no apparent damage with an ecr60g reload present. Additionally, the reload was received with the left side fully fired, right side outer row partially fired 1/2 and the right two inner rows partially fired 1/3. Upon evaluation of the reload, the reload body, one piece sled, reload pan, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The release button functioned as intended and without any difficulties noted. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/6/2022. Additional information was requested and the following was provided: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Device could be removed normally from patient. Did the jaws eventually open? After the triggering process, the "yellow" safety mechanism has come loose. However, the jaws did not clamp on the tissue. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.